Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, the keypad cover was found to be lifted at the ok button. All of the keypad buttons were responsive during testing. The keypad cover was removed and there was evidence of moisture found under ok button contact. The pump was opened and the keypad flex was found to be fully seated in connector with the latch closed. There was no evidence of moisture was found inside the pump. Unrelated to the complaint of a keypad issue, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.